Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported on (B)(6) 2018 morning in (B)(6) he experienced "strong pain on the arm and inflammation" after 2 days of wearing the freestyle libre sensor. Customer had contact with a pharmacist in (B)(6) and received gentamicina e betamethasone corticosteroid cream. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported on (B)(6) 2018 morning in portici he experienced "strong pain on the arm and inflammation" after 2 days of wearing the freestyle libre sensor. Customer had contact with a pharmacist in roma and received gentamicina e betametasone corticosteroid cream. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre sensor kit was reviewed and showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.